Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, the patient was placed in a PICC catheter on (B)(6) 2024, and the catheter placement operation was smooth, and the infusion was smooth and problem-free after placement, and the patient was found to have continuous oozing at the puncture point during infusion at 9:00 on (B)(6) 2024, so the catheter was withdrawn and found to have a fracture at a distance of 10 centimeters from the wing, which made it impossible for the catheter to continue to be used, and the nurse opened a new catheter for the patient to be re-inserted into the patient's PICC. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed but the cause is unknown. The product returned for evaluation was a 4fr sl powerpicc solo catheter. The returned product sample was evaluated and a kink impression with a longitudinal split was observed between the 9 cm and 10 cm depth markers on the catheter body. No specific evidence was seen during the investigation which supported a specific root cause for this event. The damage location suggested that catheter securement, access, and/or maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, the patient was placed in a PICC catheter on (B)(6) 2024, and the catheter placement operation was smooth, and the infusion was smooth and problem-free after placement, and the patient was found to have continuous oozing at the puncture point during infusion at 9:00 on (B)(6) 2024, so the catheter was withdrawn and found to have a fracture at a distance of 10 centimeters from the wing, which made it impossible for the catheter to continue to be used, and the nurse opened a new catheter for the patient to be re-inserted into the patient's PICC. No other information was provided.